Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-50405.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose of 550 and 567 mg/dl due to bent cannulas on (B)(6) 2015. It was stated that the customer treated with manual injection but her blood glucose continue to rise and once it was over 600 mg/dl, the customer went to the emergency room overnight and was hospitalized on (B)(6) 2015. Blood glucose at the time of admission had gone down to 44mg/dl. Customer's father stated that the threshold suspend should be more effective since it does no identify that the blood glucose level is dropping and would only suspend the insulin delivery until the sensor reaches the threshold limit and there is always a sensor reading discrepancy. Customer stated that the sensor did alert the high but the readings were never as high as the actual blood glucose. It was explained that the sensor would read up to 400 mg/dl. Customer was discharged once blood glucose was stable on (B)(6).